Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the insulin pump alarmed motor error during rewind. Motor error alarms were noted in the device history file. Customer does not know blood glucose reading. No further information reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm noted. Insulin pump had a cracked reservoir tube lip.